Manufacturer narrative:
The device was returned for evaluation. Visually confirmed the instrument is broken at the base of the radius near the 60mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, and riverlines suggesting the direction of propagation. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Event description:
It was reported that the tap broke into two pieces at the threaded junction. The threads remained in bone and were removed with vice grip tool; this caused a 2 minute delay for removal. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.